Event description:
It was reported that this pacemaker expected longevity decreased 11 years in a lapse of 12 months. The patient is pacer dependent and premature depletion of the battery was suspected. As result, the device was surgically replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker expected longevity decreased 11 years in a lapse of 12 months. The patient is pacer dependent and premature depletion of the battery was suspected. As result, the device was surgically replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. A supplemental report will be submit once conclusion is available.

Event description:
It was reported that this pacemaker expected longevity decreased 11 years in a lapse of 12 months. The patient is pacer dependent and premature depletion of the battery was suspected. As result, the device was surgically replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.